Event description:
The doctor alleged the left herbst mechanism fell out and the patient swallowed it. In follow-up with the doctor, a cbct and x-ray of the throat and airway space was taken in the office, which identified no blockage. The patient was directed to urgent care and an x-ray was conducted of the abdomen which revealed the component was in the lower bowel. The patient was directed to monitor for the component to pass naturally. In a follow-up appointment with the patient on (B)(6) 2020 by the doctor, the patient confirmed the component had passed without incident. The patient is doing fine.